Event description:
Patient enrolled into the trial. Major ischemic stroke reported. Patient experienced respiratory failure followed by an episode of prolonged hypotension. He then had diminished neurological function. CT scan showed cva, possibly embolic due to cardiomyopathy and af. Patient recovered with sequelae. Please reference MDR 2183870-2009-00190 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.